Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they've been having more issues with incontinence, peeing down their leg and going much more frequently. Pt said they have been trying to get in touch with the medtronic rep who they worked with in the past and made an adjustment over the phone but don't recall the reason because they were not having any problems. Pt said about 6 weeks ago they had a bad fall in their apartment, and it was very impressive, they did not black out, did not go to the ER but got impressive black and blue marks and noticed their bladder sx returned about that same time. The patient was redirected to their healthcare provider to further address the issue. The patient said they have been having nausea and dizziness since their fall, but they also have a very long -term history of headaches and they don't get them very often anymore, but they have one now. They started a medication for a dry eye this morning and are legally blind. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.